Event description:
The reporter stated that the keepsafe fall monitor model 8350 had several issues but did not elaborate. No patient injury reported. Inspection of the alarm by posey shows that the alarm does not sound when powered on.

Manufacturer narrative:
Evaluation codes: results: (other) - the alarm has the battery door damaged and the battery connectors are damaged. The alarm has no tone when powered on.